Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being treated for low blood glucose levels by the paramedics on two occasions. The customer stated that she laid down to take a nap, and when she didn't wake up, her family called the paramedics. The customer's blood glucose levels were below 20 mg/dl when the paramedics arrived. The customer did not know the exact dates, but state the events occurred in (B)(6) and (B)(6) of 2010. Nothing further was reported.